Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Struts 15-20 from the distal end of the stent were damaged and deformed the remainder of the struts were undamaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed no signs of kinks or damage along the hypotube. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-aug-2017. It was reported that crossing difficulties were encountered. A 2.75 x 38 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.